Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels ranging from 70 mg/dl to 400 mg/dl. The user addressed bg level with a bolus and manual injection. Reportedly, the user reverted to manual injections. A system check with tandem¿s technical support confirmed that the pump functioned as expected. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, occlusion alarms were identified in the pump logs; however, no failure was identified.